Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04552 & 01464).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 206. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2007 due to patient allegations of a loose acetabular cup and adverse reaction to metal debris. Patient's legal counsel further alleges that during the revision procedure a drill point fractured and remains in the patient. Review of invoice history confirmed the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, an alleged revision occurred (B)(6) 2007 due to patient allegations of pain and loosening. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.